Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a gradual rise in right ventricular (rv) lead pacing impedances measuring 1014-1302 ohms. At the last office visit pacing impedances measured 1500 ohms. Technical services discussed the normal range is 300-1200 ohms. The plan is to bring the patient in and troubleshoot the lead. At this time, the system remains in service. No adverse patient effects were reported.